Manufacturer narrative:
Reported event of current failure. Reported event of failure to cut lesion. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. Functional inspection performed showed no issues with extension and retraction. Electrical resistance testing was performed and found the device within manufacturing specifications.the complaint was not confirmed. The device did not show any evidence of the alleged issue, nor did it show any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a sensation large oval medium snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2014.according to the complainant, during the procedure, the device failed to transmit current and it would not cut the lesion. The procedure was completed with another sensation snare.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a sensation large oval medium snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device failed to transmit current and it would not cut the lesion. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.